Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was implanted in the patient.

Event description:
Coiling treatment of an aneurysm. It was reported the coil pushed out the first implanted coil. A stent was used and was unable to push the coil loops back into the aneurysm. No patient injury reported.